Event description:
It was reported that the patient underwent an unspecified spinal surgery using rhbmp-2/acs. After surgery the patient was unable to swallow and he had trouble swallowing and breathing. The patient was required to spit because of the difficulty swallowing. The patient has prolonged neck spasms and cramping that restricts breathing and swallowing. The patient has constant back pain since limited range of motion when turning his head. The patient additionally reports having trouble with ejaculation.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.